Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported during the deployment of the angio-seal evolution device, the suture broke free from the anchor and the remainder of the deployment device. The physician stated that it felt like the reel was stuck inside the device when pulling back and even after pushing the suture release button. The anatomy was normal and suitable for angio-seal deployment. The procedure outcome was a failed vascular closure. The patient was reported to be in stable condition. Additional information was received on july 23, 2018. The procedure was a r/lhc with a 6fr terumo pinnacle sheath. There was no difficulty with access. An angiogram was performed pre-deployment showing no evidence of peripheral arterial disease (pad). The stick was above the bifurcation of the sfa/profunda and below the inferior epigastric artery/inguinal ligament. Estimated blood loss was below 250cc and hemostasis was achieved through manual pressure. The collagen was not deployed in the body and anchor was not retrieved. Normal pull force was used by operator. The physician initially stated that he believed the anchor was outside of the vessel and noted good distal pulses post procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in model # and MFR date. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. It was initially reported the device was available for evaluation, however the device has not been received. If the sample becomes available, further evaluation will be performed. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.